Manufacturer narrative:
Combination product? - corrected.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to unspecified reasons. A patient outcome was not reported.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to unspecified reasons. A patient outcome was not reported.